Event description:
During shoulder surgery, a burn was noted on the pt's posterior shoulder. Posterior portal experienced red streak marks and small blisters that had formed. The nurse indicated that when the probe was removed from the portal, hot saline had dripped from the probe. Power was at stand default setting. Nurse indicated the pt was treated with a topical antibiotic and is doing fine. Procedure was completed with no complications noted.